Event description:
It was reported that the patient was implanted a durom acetabular component on the right side on (exact date not reported). Currently, the patient is being monitored due to elevated metal ions. Revision surgery is scheduled on (B)(6) 2014.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result become available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2016. Since this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008 as referenced above , zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that a product liability claim was raised. The patient was implanted a durom acetabular component 66/60 z on (B)(6) 2006. The patient was revised on (B)(6) 2014 due to elevated metal ions, metallosis and cyst formation.